Manufacturer narrative:
Add'l lot #: 121106-01. Sticking of tissue during the use of electrosurgical electrodes is a known risk in these devices. This incident caused no serious injury and required no physician intervention. This product was supplied bulk, non-sterile.

Event description:
Two different doctors have reported the same experience with the cautery tip. During procedures, tissue is sticking to the tip and pulling away at skin causing excessive bleeding.